Event description:
The customer had accidentally put their pump into the wrong concentration mode and ended up in a coma, but was not hospitalized. In addition, the customer was assisted with programming in different setting bolus' and then activating the vibrate mode. Also the customer informed of having an error on the display when the square wave bolus is selected. The customer mentioned that the batteries had to be changed several times during the month. The customer declined having the pump replaced at the time of call.